Event description:
"S/p b subpectoral infra surgitek gels (? Size, pt remembers the #310) for augmentation. Pt reports decreased size slowly, no h/o trauma. Has noted pain s/p placement of implants but main c/o is systemic probs, progressive x 2 yrs. These include arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturb, swollen groin ln's reactive on bx), low grade fevers, chills, headaches, dental probs, dizzy spells (orthostatic), memory probs, dry mouth, hair loss, oral sores, sens sun/cold/chem, sob, costochondritis, increased bp and cholesterol, wgt gain, gi disturb, and easy bruising. Otherwise healthy."